Event description:
The pt was hospitalized in 06 for treatment of ear infection. The pt was discharged few days later. Following treatment, the pt reported sound perception issues. External equipment was exchanged and adjusted. The latest follow-up indicates that the pt continues to have sound perception issues. The pt's ci device remains implanted.